Manufacturer narrative:
On jun 7 2020, it was noticed that d2 (common device name) was entered incorrectly in the previous report. The field has been appropriately updated. Device evaluation summary: upon visual evaluation of the device, a tear was observed at the union between the shell and suture tab at 6 o¿clock position. Microscopic examination was performed, and the cause of the rupture could not be identified. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a breast reconstruction primary with a cpx4 with suture tabs medium height smooth expander and experienced deflation on the right side postoperatively. As a result, the patient underwent removal and replacement with a mentor cpx4 with suture tabs, med height, smooth tissue expander, catalog number 3509215, serial number (B)(4) on (B)(6) 2020.